Event description:
During follow-up for draining slowly and constipation, it was reported that this peritoneal dialysis (pd) patient was hospitalized due to critically low magnesium and potassium. Additionally, the patient was having issues with the pd catheter which required a pd catheter revision. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment utilizing the liberty select cycler on (B)(6) 2025 and not feeling well with fatigue, nausea, decreased appetite, and mild cough. The patient discontinued treatment and went to the hospital. The patient was admitted with a diagnosis of hypokalemia, hypomagnesemia, and covid. The patient¿s potassium (k+) upon admission was 1.9. The last lab value at the pd clinic on (B)(6) 2025 was k+ 3.9. No values were provided for the patient¿s magnesium (mg+). The cause of the low potassium and magnesium was not determined. The patient was administered supplementation per hospital protocol. The patient¿s constipation is a chronic condition, and the patient takes medication for this issue (drug, dose, and frequency not provided). It is unknown if the constipation has been resolved. The patient is completing hemodialysis during the hospitalization. The plan is to resume ccpd upon discharge from the hospital. The patient remains hospitalized. The patient¿s hospitalization is not related to any fresenius device(s) or product(s) and/or their dialysis therapy.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane a (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of hospitalization for hypokalemia and hypomagnesemia with covid. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for the event. The pdrn reported the cause of the potassium and magnesium deficiency was unknown, however; it was reported that the patient had a decreased appetite. One of the documented causes of hypokalemia and hypomagnesemia is nutritional status and poor oral intake. Hypokalemia is very common in pd patients and is estimated to affect one third of all pd patients. The patient¿s covid is not related to pd therapy and the constipation is a chronic condition for which the patient is being treated with medication. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s hospitalization.

Event description:
During follow-up for draining slowly and constipation, it was reported that this peritoneal dialysis (pd) patient was hospitalized due to critically low magnesium and potassium. Additionally, the patient was having issues with the pd catheter which required a pd catheter revision. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment utilizing the liberty select cycler on (B)(6)2025 and not feeling well with fatigue, nausea, decreased appetite, and mild cough. The patient discontinued treatment and went to the hospital. The patient was admitted with a diagnosis of hypokalemia, hypomagnesemia, and covid. The patient¿s potassium (k+) upon admission was 1.9. The last lab value at the pd clinic on (B)(6)2025 was k+ 3.9. No values were provided for the patient¿s magnesium (mg+). The cause of the low potassium and magnesium was not determined. The patient was administered supplementation per hospital protocol. The patient¿s constipation is a chronic condition, and the patient takes medication for this issue (drug, dose, and frequency not provided). It is unknown if the constipation has been resolved. The patient is completing hemodialysis during the hospitalization. The plan is to resume ccpd upon discharge from the hospital. The patient remains hospitalized. The patient¿s hospitalization is not related to any fresenius device(s) or product(s) and/or their dialysis therapy.